Event description:
The physician reported multiple inappropriate shocks following oversensing relative to the subject lead. A reintervention was performed to replace the subject lead and associated ICD.

Event description:
The physician reported multiple inappropriate shocks following oversensing relative to the subject lead. A reintervention was performed to replace the subject lead and associated ICD.